Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3,h4, h6( health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) evaluated the unit and found vacuum too low error keeps coming up. The fse troubleshot the unit and found k7 leaking. K7 was removed, cleaned and checked by the fse and results were ok. All functional and safety checks to meet factory specifications were performed. No more leaks detected and unit was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) device has a malfunction and no vacuum. There are no non-risk to patient.